Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for degen disc disease/herniated disc pain. It was reported that the patient's ins had a eos message. Eos was determined to be premature due to the 3 overdischarge events the patient had. Patient was pulled out of the overdischarge however received the eos which cannot be bypassed with the programmer. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from the manufacturer representative reported that the only possible resolution was to replace the implant. The representative stated that replacement was being discussed by the patient and their physician. It was noted that the end of service occurred on (B)(6) 2017 but the patient stated she had not used the implant for over six months.